Event description:
It was reported that the user removed the sensor and device for diagnostic testing, then reconnected and announced a meal, after which blood glucose fell rapidly to a reported nadir of 44 mg/dl; subsequent readings showed a device value of 83 mg/dl and a fingerstick value of 112 mg/dl, and the user temporarily disconnected the device as a precaution. Symptoms included hypoglycemia without reported loss of consciousness or other acute complications. Outcomes included self-management with oral fast-acting carbohydrates and no medical intervention or hospitalization. Investigation included review of the event details and provision of virtual training with recommendation to coordinate with clinical support. Investigation of this case revealed a suspected algorithm maladaptation following operation with poor or missing input data after device and sensor removal. It was concluded that the event involved hypoglycemia with an unclear cause and that the user received education for additional training. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.